Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The reported failure was replicated. The pump was found to be "double beep no cassette," service due alarming, damaged rear housing and scratched lcd lens issues after power up when batteries are inserted. The root cause of the event was attributed to user induced fluid ingression. The downstream sensor, clock battery, lcd lens, rear housing, and keypad overlay will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the lens needs service, rear case is damaged and the device beeps continuously. No patient was involved.